Event description:
It was reported that during the procedure, when the guidewire was removed from the hoop and used, the coating was peeling off, making it impossible to use. The guidewire was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported that during the procedure, when the guidewire was removed from the hoop and used, the coating was peeling off, making it impossible to use. The guidewire was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿ updated. D4 expiration date ¿ added. D4 gtin # - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the subject guidewire was noted to have ptfe coating damaged at roughly 60cm. There was a kink noted to the distal tip of the subject guidewire. There was no damage noted to the hydrophilic coating in its dry or hydrated state. During the functional inspection, it was not attempted to advance the subject guidewire through the returned microcatheter due to the damage and occlusion noted within the microcatheter. The subject guidewire was advanced through a demonstration microcatheter without difficulty. The as reported 'hydrophilic coating peeling' was not confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that when the subject guidewire was removed from the hoop and used, the coating was peeling off, making it impossible to use. The same product was opened and used again, and the procedure was completed. No further information was available. The device was returned, and the distal tip of the subject guidewire was noted to be kinked, there was some very slight damage noted to the proximal ptfe coating. It is likely that the subject guidewire was damaged during removal from its dispenser hoop, possibly due to insufficient flush within the hoop. It is probable that the kink to the distal tip was perceived and reported to damage to the hydrophilic coating, as this is the location of the hydrophilic coated section of the guidewire. The was some very slight damage noted to the proximal ptfe coating, which may also have been caused during removal from the hoop. An assignable cause of not confirmed will be assigned to the as reported 'hydrophilic coating peeling', as there was no damage or peeling noted to the hydrophilic coating. An assignable cause of handling damage will be assigned to the as analyzed 'guidewire ptfe coating peeling' and 'guidewire distal end/tip kinked/bent', as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.